Event description:
It was reported that the insulin pump sustained many scratches and had a worn display. The caller did not know the blood glucose reading.

Manufacturer narrative:
The unit alarmed motor error during the rewind process due to a corroded motor home switch. There were traces of corrosion found at the electronic assembly. The unit was also received with a cracked case at the display window corners and a minor scratched liquid crystal display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.